Manufacturer narrative:
Philips received a complaint on the xl+ defibrillator/monitor indicating that the therapy test failed. The device was not in clinical use at the time the issue was discovered. This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. The following functional tests were performed: checked the xl+ , bootup, showed error code therapy failure. The engineer checked the error log, which showed a capacitor error. Results of functional testing indicate that the capacitor needed replaced. Once replaced, the device was returned to full functionality. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed the therapy test. There was no reported patient involvement.